Event description:
It was reported that during a da vinci-assisted surgical procedure, the endoscope had fogging issue. The procedure was completed with a back-up endoscope with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endoscope involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed the customer reported complaint "fogging issue". The endoscope was received with mechanical damage to distal window assembly hermetic seal resulting in fluid invasion and subsequent major damage to optical components. Fragments of the epoxy are possibly missing. Endoscope received with mechanical damage to distal illumination fibers. Fragments of the fiber optic are missing. A review of the site's complaint history does not show any additional complaints related to this product. No image or video was provided for review. Verification of the si endoscope product via system logs cannot be performed because si endoscope product details are not captured in the system log. This complaint is being reported due to the following conclusion: failure analysis acknowledges that fragments were missing from a portion of the device that enters the patient. Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient and no report of fragments falling into the patient, the reported failure mode could likely cause or contribute to an adverse event if the fragment(s) did fall into the patient.